Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8711, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine at a concentration of 30 mg/ml with an unknown dose. It was reported compatibility guidelines were requested for a magnetic resonance imaging (MRI) exam; the procedure was considered to be due to a problem with the device or therapy. The hcp stated they were doing the MRI to rule out a granuloma at the catheter tip site. They first saw the patient on (B)(6) 2016. The hcp stated he could see a note from the pain management doctors regarding the patient. The patient had pain in the lumbar spine that radiated to both lower extremities and became more severe when standing or walking. The patient also was experiencing numbness in her lower extremities. This had been occurring for the majority of 2016. The hcp stated he thought it was within the last month when they suspected an inflammatory mass. The hcp first stated there was both bupivacaine and morphine in the patient's pump, but then later stated it was only morphine, 40mls at the last refill per the doctor's notes.

Manufacturer narrative:
Recall no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2016-oct-31. There was no device, therapy, or procedure issues related to the pain and numbness in the patient¿s lumbar spine and lower extremities. An MRI was performed and there was no granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.